Event description:
It was reported that suture placement in an unknown vessel was attempted with proglide devices, using a pre-close technique, prior to a an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred. A second proglide was attempted with the same result. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Because all of the device components were not returned, the reported cuff miss could not be not confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number.